Manufacturer narrative:
H3- device evaluation: lens was returned dry with residue in a microcentrifuge vial. Visual inspection found one of the haptics deformed and residue on lens surface. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -10.50 diopter, implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.